Manufacturer narrative:
On (B)(6) 2021, mentor became aware that a 71 year-old caucasian female patient was implanted with a 325cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2021 and experienced a left sided deflation post procedure. As a result, patient underwent removal and replacement with a like device on (B)(6) 2021. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 325cc mentor smooth round moderate plus profile saline breast implant experienced a deflation intra-operatively. No patient consequence or adverse event was reported.